Event description:
It was reported that during a laparoscopic splenectomy, while using a reload, the device fired, but would not release from the tissue. The surgeon tried the release button several times as well as the emergency release button. After several attempts, the stapler came loose with the jaws still closed. At this point, there was blood pooling under the spleen. After this event, the surgeon made the decision to open to complete the procedure.

Manufacturer narrative:
Date sent: 07/08/2008. Information anticipated, but unavailable at this time.